Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure while using the balloon catheter several system notices were displayed including a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection, a system notice was received indicating that there was a problem with the refrigerant port, a system notice was received indicating that there is a problem with the system and a system notice was received indicating that the system self-test did not pass. The catheter was replaced and the replacement catheter displayed a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. A field service visit was done and there was mention of visible blood in the coaxial connector. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the balloon catheter, 2af283 with lot 04055, were returned and analyzed. The data files confirmed the reported 50005 system notice indicating ¿liquid detection¿ and system notices unrelated to the reported issue. Visual inspection of the catheter showed the inner balloon had traces of blood, and that there was blood on the coaxial connector. The pressure test revealed a leak through the guide wire lumen, and that the balloon's integrity was intact; no breach observed. Dissection showed a guide wire lumen twist and breach 1 inch from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. In conclusion, the reported 50005 system notice was confirmed through testing and data analysis. The balloon catheter, 2af283 with lot 04055, failed the inspection due to a guide wire lumen twist and breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.